Event description:
Customer alleged blood glucose results of 455 mg/dl on a professional meter and 200 mg/dl when testing was performed within 10 minutes on the compact plus system. Customer reported no symptoms or treatment. A request was made for the return of the suspect device and replacement product was sent.